Event description:
It is reported that the patient was revised due to fracture of the ceramic head.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: surgical notes/x-rays from the primary and revision surgeries were not provided for review. At the time of revision, the device was in vivo for approximately 11 years and 10 months. The lot number associated with this complaint was previously part of FDA reportable recall as a result of a supplier issue. As this device was implanted prior to recall initiation, the complaint can be considered previously addressed. Device history records for the provided lot number have been reviewed. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.